Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The customer found that he had a major leak at the pre-filter housing. He tightened the filter housing cap to resolve the leak. All errors cleared and the system operated as intended. The most probable cause for exploded/expanded peaks on both quality control and patient samples a leak at the filter housing.

Event description:
On (B)(6) 2015, a customer reported exploded/expanded peaks on both quality control and patient samples on the g8 instrument. The customer is unable to run patient samples on hba1c diabetes assay.